Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused by missing screws in the latch housing group for main drawer 3.2, which affected the stability of the manual release tab assembly. A field service engineer (fse) powered down unit and replaced with new screws to secure the latch housing, restored proper functionality. Post-repair verification confirmed the drawer was operating normally with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred affecting main drawer 3.2. The customer reported that the screws securing the red manual release tab had come loose; only one screw was recovered and reattached. Additional screws were required to properly secure the component and prevent recurrence. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.